Event description:
It was reported that (2) al236 devices were used during an endoscopic vein harvesting with a coronary artery bypass graft procedure. It was reported by the rep that the clip applier came out of the ftv03 endoscopic vein harvesting kit. The physician assistant tried to fire the clip applier and no clips. Repeatedly squeezed the handle trying to clip and ligate a side branch of the saphenous vein with no success. A new kit had to be opened to complete the case. There was no consequence to the pt.